Manufacturer narrative:
(B)(4). Attempts are being made to retrieve the device. To date, the device has not been returned. If the device, or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unspecified urological procedure on (B)(6) 2020, and suture was used. When tension was applied over the suture in surgery to close the wound, the needle broke away from the suture, there was a rupture of the ensemble. The procedure was completed using a new like device, and there were no adverse patient consequences reported. No additional information was provided.